Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) died. The device was returned to guidant for analysis approximately two years later. No allegations against the device have been reported from the field. This event was created due to laboratory analysis.